Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was over 300 mg/dl and an insulin injection was delivered to address the bg level. The customer changed the cartridge and infusion set. As the supplies to the pump had been changed prior to contacting tandem technical support, a system check was unable to be performed to determine a possible cause of the occlusion.